Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure (event) observed during analysis. A partial lead with the distal tip measuring 46.5cm was returned for analysis. External insulation abrasion was noted at 7.4-7.6cm, 26.9-27.4cm, and 42.2-42.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.